Event description:
It was reported that the ventilator was generating low oxygen values. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer replaced the oxygen sensor; the customer was advised to perform calibration and self-testing and if the readings were still low, to replace the inspiratory electronics printed circuit board (pcb). Medtronic was not authorized to service the ventilator.